Manufacturer narrative:
(B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad). The 3.5mm x 5mm target lesion was located in the moderately tortuous and severely calcified lad artery. The rotapro was prepped and platformed at 180,000 rpm outside the patient. During the procedure, the burr became stuck on the guidewire in the lesion, and the system stalled. It was attempted to remove together with the system but the tip of the wire was trapped in the small vessel in the lad distal. The burr was immediately pulled from the lesion, but the system stall continued. Ultimately, the shaft of the burr was cut and a guide extension was advanced over the shaft to the lesion. The tip of the wire was released from being trapped and it was all removed. It was noted that the tip of the wire got stretched and kinked in the proximal part. The procedure was completed successfully with another of the same device. There were no patient complications reported. The patient's status was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of a rotawire device. Visual and microscope inspection of the analysis of the returned product revealed that the distal tip of the guidewire was found stretched and bent. The guidewire returned cut in two parts; it seemed to be that it was mechanically cut. One of the returned sections of the measured approximately 180.9 cm from the proximal end; the second section measured approximately 146.8 cm from the cut end (the stretched section was not measured). One of the cut ends (proximal section) was kinked, located approximately at 179 cm from the proximal end. The device has the body kinked approximately at 3 cm and 291 cm from the proximal end. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The outer diameter of the distal tip, middle section, and proximal section were within specification. E1 initial reporter city: (B)(6).

Event description:
It was reported that the burr became stuck on the guidewire. A 1.5mm rotapro and rotawire were selected for a percutaneous coronary intervention (pci) procedure in the left anterior descending artery (lad). The 3.5mm x 5mm target lesion was located in the moderately tortuous and severely calcified lad artery. The rotapro was prepped and platformed at 180,000 rpm outside the patient. During the procedure, the burr became stuck on the guidewire in the lesion, and the system stalled. It was attempted to remove together with the system but the tip of the wire was trapped in the small vessel in the lad distal. The burr was immediately pulled from the lesion, but the system stall continued. Ultimately, the shaft of the burr was cut and a guide extension was advanced over the shaft to the lesion. The tip of the wire was released from being trapped and it was all removed. It was noted that the tip of the wire got stretched and kinked in the proximal part. The procedure was completed successfully with another of the same device. There were no patient complications reported. The patient's status was good post procedure.